Event description:
Customer reported hospitalization due to low blood glucose. Customer reported cosmetic damage to the insulin pump. The top section of the reservoir compartment is cracked and breaking off. The customer stated that she was watching television and was lifted into the ambulance. The blood glucose reading at the time of the event was 32 mg/dl. The current blood glucose reading is 164 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.